Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient was admitted to emergency room due to high blood glucose levels and high ketone levels on (B)(6) 2024. The length of the hospitalization was 24 hours. Blood glucose level reported during the event was 500mg/dl and ketone level reported during the event was 5.2. Due to high blood glucose patient faced dizziness and vomiting symptoms. Patient was treated via drip to address high blood glucose. No further information available.